Event description:
It was reported that a patient developed an arrhythmia. A patient that received a 27mm lotus edge valve developed an arrhythmia after the device was implanted. It is unknown how long after the index procedure the patient developed the arrhythmia or what kind of arrhythmia it was. There were reportedly no issues during the valve implant procedure. The patient received a permanent pacemaker implant to resolve the arrhythmia six days after the valve was implanted and has since been discharged home and is doing well.